Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation revealed moisture behind the display lens. Investigation revealed a crack between the case seal and the keypad cover. Leak testing failed due to the cracked casing. Additional testing couldn¿t be completed because the display screen remained blank when the pump was powered on. The pump casing was removed and there was evidence of moisture on multiple internal pump components. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.